Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This investigation will be updated should further information become available.

Event description:
It was reported that this right ventricular lead exhibited loss of capture. This lead was successfully repaired during a revision procedure. This lead remains in service. No additional adverse patient effects were reported.